Event description:
It was reported that the device is for repair. The device evaluation revealed issues with the dso seal, scratched lens and a damaged battery compartment. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. D4: no information found for di number. G4: no information found for 510(k) number. The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The ehl was downloaded. Visual and functional tests were performed. An accuracy test was performed as well, and the device passed. The customer did not complain about any problems; however, the visual test found a damaged dso seal, scratched lens and damaged battery compartment. The functional test found that the latch was defective. The dso seal, lens, battery compartment, and latch were replaced.